Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor was out of calibration, and there was evidence of contamination observed on the force sensor plate. This report is made based on results of investigation completed on (B)(6) 2011.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during testing, the pump dispense fluid during the load step. The force sensor calibration was not within specifications, and the force sensor measurement was found to be above specification. There was evidence of green contamination observed on the force sensor plate.